Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr) observation. During laboratory evaluation no false air alarms occurred. The product surveillance technician (pst) connected the air sensor (uas) to an air bubble detect module (abd) which was connected to a system 1 simulator and assigned to a perfusion screen. Testing included bench testing over a 3 day period. In all cases, the sensor caused the abd system to alarm as appropriate (when a fluid-absent state was introduced). There were no false or unexpected alarms issued. From customer correspondence to script questions, there was nothing the perfusionist did that was deemed a contributor to the complaint effects. It appears instructions for use were followed properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the red air bubble detector (abd) alarm was going off. The user tried to reset three times and abd did not reset. As a result, an alternate device was employed. There was a five second delay as the abd was configured to stop the arterial and cardioplegia (cpg) roller pumps. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: the hospital was using a centrifugal pump as the arterial pump. A quest retroguard valve was being used for this procedure and the valve was between the centrifugal pump outlet and the oxygenator inlet. The centrifugal pump was configured to stop if the air sensor detected a specified bubble and the cpg pump was configured to stop if the arterial pump stopped. The abd was placed after the oxygenator. During cpb, while cardioplegia was being administered, an abd alarm occurred. This resulted in a stop of the arterial pump as well as the cardioplegia pump (per configuration). There was no retrograde flow (with arterial pump stop) as a retroguard valve was in the cpb circuit. The abd alarm sounded, the ccp looked for air in the arterial line of the cpb circuit and none was found. The abd was not able to be re-set, so the ccp placed the abd in the stop mode. This allowed the arterial pump to be re-started and also the cpg pump was able to be re-started to finish the dose. The pumps were stopped for about five seconds. After cpb had been re-started, the ccp connected a back-up abd to the cable and the sensor was able to be placed in the on mode and it was used for the remainder of the procedure. The case was completed successfully, with a five second delay and there was no associated blood loss. There was no harm observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) was able to duplicate the problem on a different system-1 during troubleshooting. The fsr replaced the abd and downloaded the data logs to return to the manufacturer for further evaluation. The unit operated to manufacturer specifications and was returned to clinical use.